Manufacturer narrative:
The subject device was returned for device investigation. The device evaluation found the objective lens of the gastrointestinal videoscope had foreign objects. There was no report on the subject device being used in procedure after the suggested event was reviewed and a root cause could not be identified. The event is detectable and preventable by handling device in accordance with the following IFU: chapter: "reprocessing manual 5.5 manually cleaning the endoscope and accessories" should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the objective lens of the gastrointestinal videoscope had foreign objects. There were no reports of patient involvement.